Event description:
It was reported that the ventilator was displaying other values of positive end expiratory pressure (peep) than set. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. According to service report the unit failed pressure transducer test, safety valve test and o2 sensor test running the pre-use check. The expiratory channel printed circuit board (pcb) and the pressure transducer pcb was determined defective and replaced which solved the issue. The pressure transducers checks that the measured pressure values differ less than 10 cmh2o between inspiratory and expiratory pressure transducers. The expiratory channel contains electronics including microprocessor for handling of the expiratory flow measurement performed by the flowmeter inside the cassette. The output signal exp. Flow is used in sub-systems control and monitoring. Our conclusion is that the replaced part was the cause of the failure. However, the root cause of why the part failed has not been established as the replaced part was not returned for investigation. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) were required. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-s. Corrected version or model #: 6487800.

Event description:
Manufacturer ref#:(B)(4).